Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The reported kinked shaft and shaft separation were confirmed. The reported failure to advance could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The patient and device codes were coded by the manufacturer. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a coronary procedure to treat a target lesion in the 99%-stenosed right coronary artery. The 2.5 x 12 mm nc trek dilatation catheter was advanced into the patient anatomy and some resistance was noted due to the patient anatomy. The device shaft kinked and the device was then removed. No difficulty was noted during withdrawal; however, upon removal, it was noted that the nc trek shaft had separated. All portions of the separated device were removed without difficulty and there was no adverse patient effect. There was no clinically significant delay. A second nc trek dilatation catheter was used without issue. No additional information was provided.